Event description:
It was reported that at post implant, a chest x-ray revealed that the lead had dislodged. The physician opted not to reposition the lead since all measurements were identical to implant measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.